Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation, the monitor was unable to power on. The cause of the failure was isolated to corrosion on u607 (lithium ion battery charge-management ic) which caused the 12v power supply to short and fuse f600 to open. There was also corrosion on components j1 and j600. The cause for the corrosion was due to ingress of an unknown liquid contaminant. The root cause of the contamination was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it was unable to power on.